Manufacturer narrative:
H6 correction - adverse event problem codes were updated to reflect that the ipg was operable, but the patient experienced recharge burden issues.

Event description:
Additional information was received that the patient had to charge their ipg daily and although, the patient did not charge their ipg as recommended, the ipg was still operable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.